Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) no anomalies were found.

Event description:
During an implant attempt, the device gave atrial impedance measurements always under 200 ohms and it was not possible to obtain normal atrial impedance values. The device was not implanted. No patient complications have been reported as a result of this event.